Manufacturer narrative:
(B)(4). Pseudoarthrosis. The product was not returned for evaluation, however films were supplied for medical advisor review which found: lateral postop x-ray of plate shows old c5/6 acdf with solid fusion subsequent fusion done c4-c7 with bone grafts placed at c4-5 and c6-7. Screw back out noted at c7 on film date (B)(6) 2011. Revision of grafts and screw noted on final film dated (B)(6) 2011.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c4-5 and c6-7. It was reported approximately one year post-op that the bonescrew at c7 had backed out and the patient had pseudoarthrosis at c6-7. An esphagram test was performed and did show impingement however the esophagus was intact. The patient underwent revision surgery to have the hardware removed and replaced with new hardware. No additional patient complications were reported.